Event description:
It was reported to philips that the device has error code 1104 (backup alarm failed). Patient involvement at the time of the event is unknown, however, there was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated he has been unable to duplicate the error code 1104. The rse provided the order information for the cpu. Further information is pending.

Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer; however, there was no response. The resolution and disposition are unknown.